Event description:
During a polypectomy procedure for treatment, the loop of the snare disconnected from the catheter. Another snare was used to snare the existitng loop from the pt and the scope was removed with the snare. The physician went back with another snare to finish the procedure. The procedure outcome was reported as successful and the pt's condition after the procedure was reported as okay.